Event description:
According to the reporter: during preparation for surgery, the stopper part was easily broken. The same incident occurred on 2 devices. The devices were not used on a pt. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).